Event description:
A diabetes nurse reported the controller would not connect to any of the patient¿s pods, which led to being admitted to the hospital for high blood glucose (bg) levels and ketones. The patient was admitted to (B)(6) hospital on (B)(6) 2026. While at the hospital, the nurse attempted multiple times and eventually achieved connection using hospital-supplied pods. The patient's legal guardian reported that the patient¿s bg level displayed as ¿high¿, which would indicate above 400 mg/dl (22.2 mmol/l). The patient¿s symptoms included feeling weak and nearly falling. Since returning from the hospital, the patient has been using pods provided by the hospital and has not experienced the same connectivity issue. The patient was discharged from the hospital on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.